Event description:
Follow up information received identified the patient was cleared of any infection from the physician.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was being treated with antibiotics due to a possible infection at the scs ipg site. No additional information was available at this time.